Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of intestinal infection and respiratory track infection, are deemed not device related, considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® volift¿ with lidocaine. The patient presented with ¿inflammation¿ in the lips that coincided with a non-device related ¿intestinal infection.¿ the patient later presented with another ¿inflammation¿ in the lips that coincided with a non-device related ¿respiratory tract infection.¿ corticosteroids and non-steroidal anti-inflammatory drugs were prescribed to help reduce the inflammation. The event is ongoing.